Event description:
The customer reported that the multiple patient receiver (org) was experiencing intermittent signal loss on a consistent basis. There was no patient injury reported

Manufacturer narrative:
Details of complaint: the customer reported that the multiple patient receiver (org) was experiencing intermittent signal loss on a consistent basis. No patient harm was reported. Investigation summary: signal loss with zm transmitters indicates an issue with the wireless medial telemetry service (wmts) covered under 47 cfr part 95. Scenarios where transmitters are not able to transmit properly to the orgs will result in signal loss. Zm transmitters transmit signals to an org which houses a receiver card. The org then sends that data to a cns to display patient vital signs. Signal loss with zm transmitters can occur due to other equipment using the same frequency range or a battery losing charge. Interference due to multiple devices using the same frequency range is indicative of use error. Nk recommends there be a channel administrator to manage channel assignments. Signal loss could also occur should there be any interruption with the signal due to the transmitter being in an area that makes it difficult for it to reach a receiver. Signal loss due to battery charge loss is related to use error. The operator's manual for the zm-52x and zm-53x series transmitters estimates that battery lifetime is at most two and a half days with two aa alkaline batteries. Should the transmitter be found to be in good working condition, signal loss issues could also originate from the org which receives the wmts signal. As the org contains eight receiver cards that can receive signals from eight different transmitters, should the receiver cards become unseated from the main board or should either or both components fail, signal loss would occur. Component failure with zm transmitters and the org can occur has a result of physical damage or fluid intrusion to the unit. Physical damage can occur because of hard, sudden impacts with other surfaces or objects. Physical damage can cause both damage to the case of the device as well as the components within it. Should no physical damage be observed or reported, component failure can occur because of wear and tear as the device ages. The device was installed in 10/2015. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt # 1: 08/19/2021 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 2: 08/23/2021 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 3 09/01/2021 emailed the customer via microsoft outlook for all information in the ni list: no reply was received.

Manufacturer narrative:
The customer reported a known signal loss issue that is "constantly" occurring on this unit. The customer requested an nk tech on-site to troubleshoot the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported a known signal loss issue that is "constantly" occurring on this unit (org). There was no patient injury reported.